Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: camera failed leak test on cable and focus ring. A definitive root cause could not be identified for the reported loss of video, as that failure mode could not be reproduced. Based on the results of the investigation, it is likely the following led to the failed leak test: component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a loss of video. The intended procedure was laparoscopic and the procedure was delayed. There were no reports of patient harm.

Event description:
It was reported that the camera head had a loss of video. The intended procedure was laparoscopic and the procedure was delayed. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.